Event description:
It was reported that the customer received a no delivery alarm while delivering a bolus. The customer's blood glucose was 328 mg/dl. Troubleshooting was done. Advised customer to run a manual prime of at least five units, and insulin did exit the tubing. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by a set or reservoir occlusion. The customer changed the infusion set, and the issue was resolved. The customer stated that the cannula was bent. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.